Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited loss of capture. Fluoroscopy imaging was performed and the atrial lead was found to be dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient presented for a lead revision procedure. Upon review, the right atrial (ra) lead had been dislodged. The ra lead was explanted and replaced. The patient was in stable condition.